Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 377mg/dl and customer alleged pump was under delivering. Customer treated with high blood glucose with insulin pen and insulin pump. Drive support cap appears normal. Customer reports insulin exited at the qr. Customer performed high pressure test and passed it. Customer passed all the test for high blood glucose and advised to monitor the issue. Insulin pump will not be return for analysis.